Event description:
Article titled "the effects of coronavirus disease 2019 (covid-19) pandemic on people with epilepsy (pwe): an online survey-based study" was received. The article discusses the effects of covid-19 on people with epilepsy. There were 5 patients in the study who had a vns device. It was indicated that these patient's experienced an increase in seizures during this time. No other relevant information has been received to date.